Event description:
Two months after being on v.a.c. Therapy, a patient was performing her own dressing change (not a v.a.c. Therapy dressing change) and discovered foam in the wound that was "working its way out". The patient required outpatient surgery where an incision and drainage under local anesthesia was done to remove the foam.

Manufacturer narrative:
V.a.c. Labeling states under "warnings": "always count the total number of pieces of foam used in the dressing and document that number on the drape and in the patient's chart. Also, document the dressing change date on the drape." It also states: "v.a.c. Foam dressings are not bioabsorbable. Ensure that all pieces of foam have been removed from the wound with each dressing change. Foam left in the wound for greater than the recommended time period may increase in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." The health care provider indicated that the patient did not have an infection at the time the foam was removed. The health care provider further indicated that counting and documenting the number of pieces of foam placed in a wound was not the policy at the time of this incident, but is currently their policy.